Manufacturer narrative:
Date sent to the FDA: 3/17/2016. It was reported that the patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to treat heavy bleeding, abdominal mass and fibroids on (B)(6) 2011 and mesh was utilized. It was reported that the patient did well until 2015 and on (B)(6) 2015 found to have large mesenteric mass that was resection and appendectomy. Biopsy revealed spindle cell neoplasm with features consistent of leiomyoma. Pet showed more masses in abdomen and chest. Right lung mass biopsies on (B)(6) 2015 found to be mestastic lms. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy in (B)(6) 2011, which revealed multiple large fibroids. In (B)(6) 2014, the patient underwent a CT scan due to abdominal pain, which than revealed mass in the patient's stomach, nodules in the left lower abdomen, pelvis, left hemicolon, and in the left lower lobe lung. The patient underwent a resection of mesenteric and retroperitoneal tumors. In (B)(6) 2015, a large tumor was found between the colon and intestines. The patient began chemotherapy to treat the tumor and nodules in the lung in october. On (B)(6) 2016, the patient is scheduled to have a splenectomy, removal of large tumor near the patient's colon and intestines. No additional information was provided.